Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-04478.

Manufacturer narrative:
Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided, the cause of the reported conduction disorder could not be determined. Investigation results suggest procedural factors (pressure from the implanted valve on cardiac structures) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by the physician to the edwards thv territory manager, post tavr, a conduction disorder occurred, and a permanent pacemaker (ppm) was implanted. A 23mm sapien 3 ultra valve was deployed in normal fashion in the aortic position. No issues or complications were reported at the time of the implant. During the closure of the access site, a conduction disturbance occurred, and a ppm was implanted while the patient was still in the cath lab. The patient was transferred to the ICU in stable condition. About 5 hours post procedure, the patient's blood pressure was low and dropping. The patient's chest was tapped and blood was removed, stabilizing the patient. A right ventricle (rv) perforation during the ppm implant was suspected. A short time later, another tap was performed to remove more blood. Due to the color of the blood, a left ventricle (lv) perforation was also suspected. The chest was opened. An abrasion in the rv was observed. An abrasion in the lv, well below the implanted valve, was also observed. No annular or sinus tears or ruptures were observed, suggesting this was not a valve or delivery system related event. The injuries were not able to be repaired and the patient expired. It was speculated that the wire may have caused the abrasions. The timing of the injury was not determined.